Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the left middle cerebral artery (mca) using a penumbra system red72 reperfusion catheter (red72), a non-penumbra guide catheter, and a non-penumbra sheath. During the procedure, the physician completed one pass in the target location using the red72. After the pass, the physician noticed there was no significant flow under aspiration with the red72 and the red72 became clogged with clot. The physician decided to remove the red72; however, while removing the red72 out from the target location, the distal end of the red72 had fractured outside the tip of the guide catheter in the ophthalmic segment of the internal carotid artery (ica). Therefore, the physician made several attempts using the guide catheter under aspiration to successfully remove the fractured distal end of the red72 together with the guide catheter as a unit. The procedure was completed using a new guide catheter, non-penumbra aspiration catheter, non-penumbra microcatheter, and guidewire to achieve thrombolysis in cerebral infarction (tici) 3. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned red72 confirmed that the device was fractured on the distal shaft. Evaluation revealed that the red72 was stretched at the fractured site and along the distal shaft. This damage typically occurs if the red72 is forcefully retracted against resistance. Based on the reported complaint, the root cause of this damage could not be determined. Further evaluation of the device revealed kinks throughout the length of the catheter shaft. This damage was incidental to the reported complaint. The kinks on the distal shaft likely occurred during removal of the device from the patient¿s body and kinks on the proximal shaft likely occurred during packaging for return to penumbra. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.